Event description:
Pt developed complication 5 to 6 weeks post targis tumt. Treatment date was in 2004. Cystoscopy in 03/04 demonstrated what appeared to be a prostatic urethral fistula to the rectum. Catheter inserted and pt was doing fine as of two days later.